Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk; unable to perform excessive no delivery test due to motor error alarm also, unable to verify a35 alarms due to motor error. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump received with minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer went through troubleshooting and found multiple no delivery alarms, multiple motor error alarms, low reservoir alarms, no reservoir alarms, and an a35 alarm. The customer was able to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.